Event description:
An implantable pulse generator (ipg) system was returned to the manufacturer from a funeral home indicating the patient was deceased. Further review of the manufacturer's database indicated the patient died approximately five months after device system implant. The cause of death has been requested and will not be received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned to the manufacturer, analyzed and no anomalies were found. (B)(4) the proximal segment of the lead was returned to the manufacturer, analyzed and no anomalies were found. It was noted that the outer insulation had a cosmetic depression and visual analysis only was performed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available. Evaluation summary: (B)(4) the device was returned to the manufacturer, analyzed and no anomalies were found.